Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel alleges unknown complications approximately two years post-implantation of right hip arthroplasty. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were h6: component code: mechanical (g04) - head. One m2a-magnum mod hd sz 44mm and one m2a-magnum 42-50 tpr insrt std were returned and evaluated. Upon visual inspection the insert was installed in the head with the od of the head having a wear line. There is no visible debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent right hip revision approximately three years post-implantation due to pain, discomfort, and elevated metal ion levels.it was additionally reported that during the revision procedure metallosis with wear debris, trunnionis, and abductor muscle tear were identified. Mild discoloration was observed on the trunnion. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The patient underwent a revision procedure due to failed hip replacement. Patient had abnormal cobalt chromium levels and pain. Metallosis with wear debris, trunnionis, and abductor muscle tear were identified during the procedure. Mild discoloration was observed on the trunnion. The acetabulum was stable without evidence of failure. The femoral head was replaced with ceramic head and e poly mobile bearing system. Patient tolerated the procedure well reported event was confirmed by review of medical records provided. Received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: 11-103206 taperloc por lat fmrl 12.5x145, lot 843440; 139256 m2a-magnum 42-50 tpr insrt std, lot 760510; us157850 m2a-magnum pf cup 50odx44id. Lot 702560. Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06059. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent right hip revision approximately three years post-implantation due to pain, discomfort, and elevated metal ion levels. No further information is available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. Product was not returned; therefore, the visual inspection could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause could not be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-06059.